Event description:
Caller reported 368 mg/dl on the advantage system and 105 mg/dl on aviva system within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The risk manager from the hospital reported the following event: the drill broke during a gamma3 implantation.